Event description:
It was reported that the patient experienced a sudden loss of stimulation and therapeutic effect. A power on reset (por) was noted. No diagnostic testing or troubleshooting was performed. No actions were required as a result of the event. The cause of the issue was not determined or resolved. At the time of the report the patient was alive with no injury. The manufacturer¿s representative (rep) further noted that no additional interventions were taken to resolve or planned because it wasn¿t needed, and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).